Event description:
It was reported that the pt presented in clinic due to a message that indicated device reset had occurred. An erroneous parameters detected error message presented during a device interrogation. The device was temporarily reprogrammed to nominal settings to clear the error message. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.